Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number: k011028, k013227. Not returned.

Event description:
It was reported that implant (tsvh10) was removed due to implant fracture. Another implant was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual inspection of the as returned product identified significant damage and debris about the threads, and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and used for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 63076042. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63076042) for similar event and 1 other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvh10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up."